Event description:
A female patient treated with quantum 25 and morpheus8 on the same session on her abdomen. According to the treatment provider, "no bleeding, pain, or incident during or immediately after procedure. " were noted. Three days post procedure, the patient informed the treatment provider that she's been "aggressively massaging llq and felt "pop" and kept doing it. ". Although advised by the provider to avoid these actions, the patient continued "to try to "milk" the area from incision.". The treatment provider suspected a seroma. Fifteen days post tx, patient's husband informed the treatment provider that "the client was hospitalized due to hematoma". The hematoma was drained on the 6th day in the hospital and the patient was released on day 10. At day 38 post tx, the patient's status is stable.

Manufacturer narrative:
This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. Inmode is performing investigation of this incident and will submit a supllementary report once additional information becomes available.

Manufacturer narrative:
This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. Inmode is performing investigation of this incident and will submit a supllementary report once additional information becomes available. 09-apr-2026: follow up report is submitted with additional information and investigation concslusions: h6 - was updated. No technical issues were identified in the system upon inspection. In a more recent call the user confirmed there was no seroma and the patient was only treated for hematoma at the hospital. Investigation concluded that the vigorous massage done by the patient herself likely led to a vessel breaking and bleeding, and subsequently to hematoma. Although there was no user error, retraining was offered to the clinic, but the customer became non-responsive.

Event description:
A female patient treated with quantum 25 and morpheus8 on the same session on her abdomen. According to the treatment provider, "no bleeding, pain, or incident during or immediately after procedure. " were noted. Three days post procedure, the patient informed the treatment provider that she's been "aggressively massaging llq and felt "pop" and kept doing it. ". Although advised by the provider to avoid these actions, the patient continued "to try to "milk" the area from incision.". The treatment provider suspected a seroma. Fifteen days post tx, patient's husband informed the treatment provider that "the client was hospitalized due to hematoma". The hematoma was drained on the 6th day in the hospital and the patient was released on day 10. At day 38 post tx, the patient's status is stable.